Manufacturer narrative:
Cont¿d from medical devices: 10ml bd posiflush normal saline flush syringe; bard solo2 5fr double lumen PICC, therapy date (B)(6) 2018. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported 3 of 4 needless connectors leaked. The connectors leaked on the side closest to the PICC. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the needless connector leaked was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in fluid flowing through successfully with no leaks occurring throughout the maxplus. The root cause of the customer¿s report was not identified.

Event description:
The customer reported 3 of 4 needless connectors leaked in succession on the same patient, on the side closest to the PICC. There was no patient harm.